Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that during the procedure the physician made multiple passes. Difficulty was noted when trying to advance in a certain plane. The physician then experienced difficulty turning the cutter off so the device was removed. Difficulty was experienced when trying to clean the device. The tissue plunger was forced forward but the physician felt this may have damaged the device so a new device was used to complete the procedure. No patient injury is reported. Evaluation summary: the silverhawk was received for evaluation. The distal tip assembly exhibited a rupture of the housing pet, coil, tecothane wall. The rupture contained calcific tissue residue that had erupted through the tip assembly components. The plunger component was located immediately distal to the collected tissue. Some of the erupted tissue was pried off the assembly revealing laser-cut coil strands and polymer film. The housing's platinum-iridium laser-cut coil section exhibited several deformations including some cutting at the distal edge of the housing window and cutting and delamination of the housing's laser-cut coil.